Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have interstim implanted for bladder and went to turn their stimulation up on the day of this call and their remote would not turn on. The patient has tried to change the batteries which didn't need changed and it still didn't come on. The patient "hope we can help her feeling miserable". The patient later reported that she had a recent change in symptoms and has been uncomfortable. The patient later reported that their programmer was unable to power up. They replaced the batteries with brand new batteries but still did not resolve the issue. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.